Event description:
It was reported that the siderail drops quickly when lowered due to a broken pulley assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.